Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift column. System operates as intended.

Event description:
Customer reported the vertical lift column will not move up or down. No pt injury was reported.